Manufacturer narrative:
(B)(4). The peritoneal dialysis (pd) nurse confirmed that the umbilical hernia was related to a non-functional, non-baxter pd catheter. Therefore the homechoice device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a device history record review and a service history record review revealed no issues that could have caused or contributed to the reported problem. The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The patient did not experience any overfill events that may have caused or contributed to the hernia. The patient had surgery to repair the hernia and was recovering from the hernia repair. The patient's pd catheter was discontinued and the patient was temporarily on in center hemodialysis care. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was diagnosed with a hernia on an unspecified date in (B)(6) 2013. The patient was hospitalized the month following onset of the hernia. The patient recovered from the hernia. As the device was not returned, a complete device analysis cannot be performed. The cause of the reported hernia could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.